Event description:
The customer observed false reactive alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory results for a male patient. The following data was provided: (B)(6) 2022. (B)(6). Initial result = 3.73 s/co, neutralizing confirmatory testing was completed: c2 = 1.89 s/co, 100% neutralization. A new sample was collected: (B)(6) 2022. (B)(6). Which generated a nonreactive result. No impact to patient management was reported.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p10-22 has a similar product distributed in the us, list number 8p10-21/-31.

Manufacturer narrative:
The complaint investigation for false reactive alinity I hbsag qualitative ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 33412fn00 and the complaint issue. The overall performance of alinity I hbsag qualitative ii was reviewed using field data from customers worldwide. The patient median result for lot 33412fn00 is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Labeling was reviewed and found to be adequate. In this case, the initially reactive sample was not recentrifuged and repeated in duplicate per product labelling instructions. Based on the investigation alinity I hbsag qualitative ii reagent lot 33412fn00 is performing as intended, no systemic issue or deficiency of the alinity I hbsag qualitative ii reagent was identified.